Event description:
A 28 mm diameter x 16 mm diameter x 16.5 cm length aneurx bifurcated stent graft and its components were implanted in a pt for endovascular treatment of an abdominal aortic aneurysm. It was reported that the aneurysm was 4.4cm. The calcification was moderate with minimal tortuosity and thrombus was moderate. It was reported that the pt was not a good surgical conversion candidate. It was reported that the aortic neck had dilated from 28mm to 30mm. The stent graft migrated and two aortic cuffs were placed in 2003. No additional sequelae were reported and the pt is reported to be fine.